Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited unstable, rising thresholds. The rv lead remains in use, and patient will be monitored. No patient complications have been reported as a result of this event.